Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
Internal report #: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood result reading of "hi." Expected glucose range is usually between 150 and 200 mg/dl fasting. Recalled the last 5 blood results in meter memory: (B)(6), 6:15 hi; (B)(6), 6:09 pm hi; (B)(6), 6:06 pm hi; (B)(6), 5:59 pm hi; (B)(6), 5:53 pm hi. Verified the strips were opened two weeks ago. The strips expire 04/23/2017. Customer stores the strips/meter inside carrying case in the kitchen. The customer is feeling fine no medical attention needed. I confirmed that customer has control solution that has been in use for more than 3 months (4aclb64). Customer ran back to blood test: hi and hi within two hours of a meal. No adverse event reported.